Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced a brief loss of consciousness with loss of perfusion when his mother removed a battery from power source one (1). The patient heard a low battery alarm and subsequently the controller display became blank while a battery was still attached to controller power source two (2). It was reported that the nurse looked into the carrying case and realized the newly changed battery was not connected. As soon as the controller ac adapter was attached to power source one (1), the controller powered back up and patient regained consciousness. The issue resolved with the replacement devices and the patient is reported to be doing well. The four (4) batteries, but not the controller were returned to the manufacturer for evaluation. The batteries reported in this complaint were removed from the market as part of fsca (B)(6) 2014.1 and were destroyed as part of the required actions. As a result, the devices were not available for analysis and controller was not returned, subsequently the root cause cannot be determined for the reported event. Complaints of this nature will continue to be tracked and trended. Field safety notice (fsca (B)(6) 2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca(B)(6) 2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The submission of this report or related information to the FDA, and its heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4) , dated (B)(6) 2014, and pursuant to the provisions of 21 cfr part 803. This is three of five reports (3007042319-2014-00824, 2014-00825, 2016-00001, 2016-00002 and 3007042319-2016-00003) submitted for devices related to the same event.

Event description:
It was reported from the united states that the patient experienced a brief loss of consciousness when his mother removed a battery from power source one (1) to connect the patient to and ac adapter and subsequently a low battery alarm was triggered followed by the controller display becoming blank while a battery was still attached to controller power source two (2). It was reported that the nurse looked into the carrying case and realized the newly changed battery was not connected. As soon as the controller ac adapter was attached to power source one (1), the controller powered back up and patient regained consciousness. The issue resolved with the replacement devices and the patient is reported to be doing well at this time and listed on the transplant list as 1a. Prior to the event, the patient had been hospitalized for treatment of endocarditis believed to be sourced from a peripherally inserted central catheter (PICC) line when this occurred. Per the vad coordinator, witnesses did not hear a high pitched alarm or complete power disconnect alarm. The site tested the no power alarm and determined that it was functioning correctly, and therefore opted not to perform a controller exchange. Preliminary log file analysis confirmed a loss of power on the reported event date.